Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart xl would not shock a pt while using pediatric multifunction pads. There was no pt impact.